Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 23-sep-2025. Investigation summary. Bd received one sample for investigation. The returned sample was visually inspected, and no needle point damage was found. Additionally, the sample was used in functional tests, and no leakage was observed. A total of 10 retained samples were used in functional tests, and these samples were also visually inspected. No defects were observed on the retained samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: needle point integrity and sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, sleeve leakage occurred after drawing the sixth tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, sleeve leakage occurred after drawing the sixth tube. No adverse impact was reported regarding the patient or user.